Event description:
During a procedure with the tenex system, the microtip needle separated from the rest of the hand piece and was retained in the patient. The patient developed post-procedure pain in an area close to the treatment site. It was determined that the pain was due to the needle fragment, and a subsequent procedure was performed to remove the needle from the patient. The patient recovered normally from this procedure without any additional complications. The physician also reported that the initial procedure with the tenex system was effective in the treatment area.